Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08750 inches. The stop current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and a21 error test. The off no power alarm functions properly during testing. No unexpected low battery alarm or charge or battery anomaly noted. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. No unexpected motor noise or drive or motor anomaly noted during testing. The motor was tested outside of the device and passed. All buttons function properly. No damage noted on the keypad traces. During visual inspection, the keypad connector on the electrical board was found locked properly. Device uploaded properly using carelink. Device had corroded battery tube, minor scratched display window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot near the battery tube, scratched reservoir tube window and cracked reservoir tube lip. No broken battery tube threads noted.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had unresponsive buttons. The customer¿s blood glucose level was unknown at the time of the incident. Customer also reported that the insulin pump had diminished battery life and chip of battery compartment. Customer also stated that the piston was louder than before. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.